Event description:
There was an allegation of a questionable result from the cobas 6000 c501 module. The initial sodium result was 119 mmol/l, the repeat result was 145 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration were not provided. A field service engineer (fse) determined that there was a broken vacuum tube and replaced it. The investigation determined that the service action resolved the issue.